Event description:
The customer reported that the device failed to power up on battery power.

Manufacturer narrative:
The unit was evaluated at philips, and the failure was verified. Replacing the battery pca resolved the failure. The unit passed all testing and was returned to the customer site.